Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and was guided through a successful pump reset, after which the cgm error did not reoccur, and the customer successfully started their sensor session.